Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.per the irs or return fields in oracle the evaluation is identified as a frame / bent frame. Both wheels rub frame with weight.

Event description:
Customer states the chair is bowing inward and the wheels are rubbing on the sides of the frame.